Event description:
T was reported that a screw and implant fractured in the patients mouth. Implant placed in site #30 in late 2020. It was restored with a screw-retained implant crown. Patient presented on (B)(6) 2022 with a fractured screw in the implant and also a fractured implant platform.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141- 2022- 02476 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h2: checked follow-up type, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.